Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the reported root cause of the event, per the physician, was that the valve was undersized and there was large calcification in the lvot and aortic root. Additionally, an eccentric annulus could have contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Event description:
As reported by our affiliates in (B)(6), post implant of the 26mm sapien xt valve by tf approach in the aortic position, there was severe paravalvular leak (pvl) and surgical intervention was required. Immediately post bav, the blood pressure dropped and the patient presented with severe aortic insufficiency (ai). The valve was advanced through esheath on delivery system, across native valve and was successfully deployed 50:50. However, the patient continued with low blood pressures and minimal lv function. The valve appeared in a good position with no gross injury apparent to surrounding structures. Echo showed that the valve was in a good position but with minimal lv function. Therefore, an intra-aortic balloon pump (iabp) was inserted for support. CPR with defibrillation were required along with support drugs. The patient was switched to cardiopulmonary bypass for possible open procedure. Once on bypass with improved hemodynamics, a root angio was performed which showed a severe pvl around the non coronary cusp and the valve appeared under-sized. Open surgery was performed with aortic valve replacement and the patient did well. As per medical opinion, the root cause of the event was that the valve was undersized and there was large calcification in lvot and aortic root. Furthermore, an eccentric annulus all contributing to severe ai.

Manufacturer narrative:
Supplemental created to report additional new information and reference related manufacturer report no: 2015691-2016-01576

Event description:
Additional information indicated that although the patient recovered hemodynamically with the new surgical valve, he did not recover his neurological status and the family opted to remove support and the patient subsequently expired. The death was not related to the edwards valve.